Event description:
On 02/06/07, it was reported to bsc that during a procedure (patient gender and age unknown) "the pebax coatings were fallen off into the body." Additionally, it was reported, "these detachments - were removed." The procedure was completed with another bsc guidewire. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.